Event description:
It was reported that multiple episodes of noise and high thresholds were noted on the right ventricular lead during a clinic visit. During the subsequent lead revision procedure, the impedance on the right ventricular lead was reportedly high and there was no sensing on the right atrial lead. The physician questioned whether there is "a problem with the device and/or leads". The device was explanted and the leads were capped. A new device and leads were implanted on the opposite side due to the vein being occluded. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.